Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for possible diabetic ketoacidosis. The contact did not provide further information. The customer was contacted and the customer declined to provide further information.